Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the light guide cable fluid damage, the lg cable connector fluid damage, the light guide cable for control body fluid damage, the light guide cable for prong fluid damage, the light guide cable perforated, the bending rubber stretched, the lg cable connector corroded, and the light guide cable leak; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.